Event description:
It was reported that catheter twist and fracture occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. No friction was noted when loading the catheter but after imaging was started, resistance occurred. Upon pullback the catheter became wrapped around the 0.014 guidewire and imaging stopped since the catheter was no longer able to rotate. The catheter and wire had to be removed together as a unit and the procedure was completed with another of the same device. The catheter was noted to have multiple kinks at the distal exchange area and proximal portion at the cone and multiple fractures. There were no patient complications.

Event description:
It was reported that catheter twist and fracture occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. No friction was noted when loading the catheter but after imaging was started, resistance occurred. Upon pullback the catheter became wrapped around the 0.014 guidewire and imaging stopped since the catheter was no longer able to rotate. The catheter and wire had to be removed together as a unit and the procedure was completed with another of the same device. The catheter was noted to have multiple kinks at the distal exchange area and proximal portion at the cone and multiple fractures. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked and the imaging window was twisted. Microscopic inspection revealed the guidewire exit port was deformed but the tip was in good condition. Functional test with the guidewire could not be performed due to the condition in which the device returned.